Event description:
It was observed during the device evaluation, the image of the videoscope was intermittent and flickering. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image of the videoscope was intermittent and flickering. Based on the results of the investigation, the probable root cause is traced to a defective printed circuit board and plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.